Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender was returned along with the dilator and guidewire for product evaluation. The dilator was returned in a mated state with the guidewire. Visual inspection revealed no anomalies with the sheath tip. However, a kink was observed close to the sheath hub. A bend was noticed in the middle of the dilator. No anomalies were noted with the guidewire. Leak testing was performed; the distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath and made sure to be inserted in the center of the valve. This assembly was submerged in water, and bubbles were detected for 30 seconds. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. The microscopic examination revealed a minor indentation on the valve leaflet that could be due to the off-center insertion of the dilator into the valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that off-center insertion into the valve could have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that involved glidesheath was leaking abnormally; more than usual. There was no injury or medical/surgical intervention. There were no other devices or equipment used with the reported product.